Manufacturer narrative:
H6: evaluation conclusion code 92 and device code c62955 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's pump serial number was provided.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 201 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated on 2016-(B)(6) it was noted they patient had been having problems with their pump. The patient had what they called hit or miss area in their infusion. On (B)(6) 2016, they were going to do a pump myelogram along with a rotor study dye. The preoperative and postoperative diagnosis was irregular/intermittent infusion. It was noted a rotor study was done. Analysis and programming of pump, fluoroscopy, shuntogram, and puncture of tubing were performed. It was noted that 2ml were aspirated. The rotor study was carried out. It was noted the rotors did move. It was noted they had an issue with intermittent delivery of service or pump; however the pump itself demonstrated good rotor motion. On 2016-oct-12 the preoperative and postoperative diagnosis was intermittent pump failure with the patient's request to remove pump. It was later noted the pre-operative and post-operative diagnosis was post laminectomy syndrome, poor medication infusion, and the patient wanted the pain pump removed. It was noted prior to the case, the hcp was subpoenaed by the plaintiff's attorney and was informed that the removal of the pump could possibly be done under video; however that was not accomplished. It was noted they proceeded with the procedure. It was noted that prior to coming to the operating room the patient was marked on the left lower quadrant. Becau se of the patient's scar, they were going to do an elliptical incision to remove the scar. The operative procedure was removal of the catheter proximal end with removal of the pain pump. Monitored anesthesia care (mac) was delivered. The patient was marked and brought to the operating room and placed in supine position. Mac anesthesia wasengendered. Because of the patient's allergy to contrast the patient was prepped with chloraprep. Prior beginning the operative procedure the patient indicated that they had to void. Two attempts were made with catheterization, however, both failed. At this time, the procedure proceeded. Chloraprep over the incision was undertaken. Once the patient was significantly sedated marcaine 0.5% with epinephrine was injected in the peripheral of the proposed site with removal of scar tissue. Utilizing a plasma knife they opened the skin, dissected out and removed the old scar tissue. At the point in time, they utilized a plasma blade to open the capsule. The hcp carried down through the capsule and into the pump. The hcp then removed the pump and the tie-down, brought the pump up to the field. The pump had a connector on the distal end of the catheter. It was noted it was left intact with the pump. The catheter was frayed, was dissected free and approximately 1 inch. The distal catheter was trimmed and cut. Approximately 2 inches of the intrathecal catheter was left, the reason for this being that the removal of the catheter does produce headaches because of the opening in the dura; the patient is v this since she was incapacitated for 6 days. At this point in time the hcp then took the pump off the field, evacuated approximately 10.5 ml should have been it, and approximately 9.5 ml were retrieved. Risk management at this point in time placed the pump and the catheter along with the syringe containing fluid on the back table and photographed both the pump and the syringe. At this point in time the hcp did a capsulotomy, taking down the medial, lateral, and inferior wall. The patient had a fairly large knuckle of fibrotic tissue in the head of the pump. Hemostasis was controlled. Irrigation was noted. At this point in time vancomycin powder was sprayed into t pocket. The old capsule was closed with 2-0 vicryl, 2-0 vicryl closed the deep subcu, 3-0 vicryl closed the superficial subcu scarpa's fasci at this point, 4-0 monocryl subcutaneous suture was placed. Dressing was applied. Patient was emerged from anesthesia. Sponge count and needle count were correct . No drains were placed. Estimated blood loss was less than 5 ml. The patient was transferred to the pacu. At this point in time the hcp met with the family postoperatively and the transfer of the old pump was made from the risk management nurse to counsel. The hcp spoke to the family postoperatively about her care, clean, and wound care and will see the patient in office next friday afternoon (in reference to 2016-oct-12). They concurred with the procedure. The procedure performed was removal of the painpump and limited capsulotomy. Specimens removed included pump was removed, a fluid removal of 9+cc were removed from the pump and disposed of. The pump was given to legal representative for the family. The catheter (n575209001) was also explanted on 2016-oct-12. Dressings was 4 by 4 and estimated blood loss was minimal. There was no intra and immediate post-operative complications. On 2016-oct-26 it was noted that the patient had their pump removed approximately 2 weeks ago. The patient continued to have purulent material in the pocket and the hcp suspected they may have a catheter leak. The hcp aspirated the patient's xl with 160ml. At this point, the hcp opted to explore. The operative procedure was exploration of old pump pocket ligature again and refining the catheter length of the evacuated catheter. Following informed consent, the patient was brought to the operating room and placed in supine position. Prior to bringing the patient to the operating room, the patient was marked. The patient then underwent the parochial time-out in which the 3 agreed on a procedure on a stranger. The hcp administered mac and they infiltrated the incision that was previously marked utilizing a plasma blade. The hcp opened up the abdomen, carried down through and into the old pocket. At this point in time, we exposed the rudiments of the distal catheter. It was noted that the catheter was left in for two reasons: 1. Removing the catheter may cause a persistent dural leak and 2. At the time, there was no need to open the patient's lumbar spine. The hcp created a laminotomy incision and removed the catheter from there. The catheter was inert. One the hcp was into the pocket, they noticed that copious amount of fluids were evacuated and the catheter which they had placed 2 sutures of 0 silk around was leaking. It was noted that this was a little bit surprising. At this point in time, the hcp examined the catheters and then placed 3 separate ligatures consisting of 2 sutures of 2-0 silk. This was done and the hcp paused to pack the wound with a sponge and observed for approximately 5 minutes. There appeared at the time to be no effluent coming from the catheter, irrigate the pump site with antiwash and placed 1 gram of vancomycin powder into the wound. The hcp proceed to close with 2 layers of 2-0 vicryl and a one layer of 3-0vicryl, and then a monocryl, and then a monocryl suture was applied to the skin along with benzoin and steri-strips. The patient was remanded to the pacu without incident. Sponge count and needle count were correct. No drains were placed. The hcp talked with the patient's family following procedure. Prior to beginning the operative procedure, the patient was a direct admit to the hospital at the request of the reviewing nurse and preop tuesday (in regards to date 2016-oct-26). The patient was admitted to the hospital on september 30th, however none of the orders that were transmitted via fax and orders we received on the floor. None of the orders were implemented. When the hcp saw the patient, at 3:34 in preop, the patient was very adamant that they were admitted to the hospital 9:45, orders had been written which were not entered into the computer by the nurse. The hcp can verify that they saw the orders on the floor, and the operating room preoperative nurse called the patient around quarter to 12 and wanted to know where they were. It was noted the patient was already admitted to the hospital. The patient and their husband was there to discuss the issue with administration. The pre and post-operative diagnosis was cerebrospinal fluid (csf) leak. The procedure performed was evacuation of fluid in the pump pocket and ligature of catheter and suture of catheter x3. A pain pump revision was also noted (please note: this conflicts with the reported information that the pump was replaced.) The operative findings were catheter leak (persistent leak through cut catheter). The procedure performed was exploration of the pump pocket and suture of catheter x2. There were no drains or implanted. Dressings included a 4 by 4, estimated blood loss was less than 5cc, anesthesia was monitor anesthesia care and there were no complications. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The patient suffered from chronic pain related to a back injury. The patient's pain pump was implanted for chronic pain in 2013. Around (B)(6) 2016, the pain pump failed and in (B)(6) 2016 the failed pain pump was removed and the patient received a new pain pump. It was further reported the implant failed to manage the patient's chronic pain. Upon information and belief, the damage to the patient from this implant was permanent and disfiguring. The manufacturer breached its duty to exercise due care toward the patient in its design, manufacture, and distribution of the pain pump. The damages sustained in the failure of the implant were the direct and proximate result of the manufacturer's actions and omissions. Due to the implant the patient incurred medical bills, lost income, permanent disfigurement, experienced pain and suffering, and loss of consortium with her loved ones and family. Upon information and belief, the implant was defective in manufacture and construction and was defective due to inadequate warning and instruction. The patient experienced anxiety, emotional suffering, embarrassment, and distress. The implant did not conform to the description or information that the patient received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that after the patient's catheter replacement the patient continued to experience unmanaged chronic pain between (B)(6) and (B)(6) of 2016. It was noted between this time period the patient experienced continued drug over-dosage, drug under-dosage, and drug withdrawal symptoms from the pump. It was noted the pump and catheter provided inconsistent opiate based pain prescriptions delivery to the patient. It was further noted that on unspecified date the patient had bodily injury related to the pump that was permanent, severe and disfiguring. The patient had unmitigated chronic pain, intermittent under-dosage, intermittent over-dosage, and intermittent drug withdrawal pains. It was noted the severe pain and suffering continues through present day. The patient experienced great pain and suffering, suffered great pain of body and mind, a loss of enjoyment of life, lost income, and mental anguish. It was also noted the hospital charted treatments to the patient that did not occur.